Event description:
A customer contacted baxter tech service requesting a manual drain during dwell 1 of therapy using the home choice system. The home patient requested the drain, because they were feeling too full and bloated. The service rep checked the therapy info -ccpd/ipd, total volume=10l, total time=10:10, fill volume=2l, last fill volume=0ml, cycles=5, initial drain alarm=0ml, cc=36, last manual drain=n. The service rep assisted the home patient to manually drain 3007ml. The last volume infused was a fill 1 volume of 2000ml. The home patient was placed back in fill 2 per their request. The hp was filling okay. The fill volume was 110ml and increasing when therapy was resumed. Follow up with the hp identified the cause of the overfill situation. The hp indicated the previous therapy was ended during a fill or dwell cycle, leaving solution remaining in their peritoneum. The programming for the device is a last fill volume of 0ml and an initial drain amount of 0ml. The hp stated she began to feel full after receiving the first fill. A swap of the device was requested, however, the hp indicated it is working fine. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
Sample was requested from the hp. The hp indicated a swap of the device was not necessary as it has been working fine, and there were no further problems.